Event description:
It was reported that during a laparoscopic cholecystectomy, while ligating the access duct, the jaws closed down and the device would not open. The tissue started tearing. It is unk how the procedure was completed. There was no adverse consequence to the pt reported. No add'l info is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of device found that it was received in good visual condition. The device was cycled. However, during the last three firing sequences, the jaws remained in a closed position. The trigger was manually assisted in order to open the jaws and feed the clips; the clips were conforming. A corrective action has been initiated to address the root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was noted beyond its intended position. No incident related to the reported event was observed during the batch record review. Jaws unable to open; open after assisted.